Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified left iliac artery. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for pre-dilation. However, during the initial inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.